Manufacturer narrative:
Explant date: lens remains implanted; therefore, not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens(iol) device was difficult to push through while setting-up the unit. Account provided that it was stiff and a little pressure had to be applied to the device that was filled with balanced saline solution (bss) and topped-off with protectalon 1.4% viscoelastic solution. Advancing the device during the insertion step was initially less stiff than the preparation; however, it became stiffer towards the end resulting in the lens being slightly crumpled and turned a quarter turn as well as leaving plunger marks (2 tooth marks) on the optic. The lens remains implanted. No intervention has been planned. No additional information was provided.